Manufacturer narrative:
One used sample was received without the original packaging. The sample was received with the bushing detached from the cone adapter. The components (catheter bushing and cone adapter) were viewed under uv light. There was visible evidence of application of adhesive with optical brightener for the catheter bushing. The cone adapter had visible evidence of application of adhesive with optical brightener under the uv light as well, however it appeared inconsistent on both sides a and b. No root cause could be identified. Further investigation into root cause is in progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m6055t502 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not returned.

Event description:
It was reported that the catheter came off from thumb valve after the second suction. The device was changed out immediately. There was no reported injury to the patient. No further information has been provided at this time.